Event description:
It was reported that the device was used during a laparoscopic nephrectomy. It was reported that the clips were malformed. Another device was used to complete the case. There was no consequence to the patient.